Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2015-n-2781-0497, awareness date 14-aug-2015). It refers to a female consumer of unspecified age in united states who had essure inserted. The consumer had essure inserted after her last child. She was full of energy and life. About 6 months after insertion she started to have problems with her health: her monthly cycles where horrible to go through, she began to get migraine headaches, her stomach was very distended, she was always fatigued and unable to do strenuous activity. Her left coil became dislodged and started migrating through her body. The coils were removed with a partial hysterectomy, and she also had to go through exploratory surgery to find the coil that was floating throughout her abdominal area. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she had a partial hysterectomy and had to go through an exploratory surgery to find the coil that was floating throughout her abdominal area (interpreted as device dislocation into abdominal cavity). This dislocation is serious due to required intervention and listed in the reference safety information for essure. Considering the nature of this event, compatible temporal relationship and lack of alternative explanation, the causal relationship between this dislocation and the essure use cannot be excluded. This case is regarded as incident since a device removal was required (implied). Additional non-serious events were reported. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 11-sep-2015: ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded an unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she had a partial hysterectomy and had to go through an exploratory surgery to find the coil that was floating throughout her abdominal area (interpreted as device dislocation into abdominal cavity). This dislocation is serious due to required intervention and listed in the reference safety information for essure. Considering the nature of this event, compatible temporal relationship and lack of alternative explanation, the causal relationship between this dislocation and the essure use cannot be excluded. This case is regarded as incident since a device removal was required (implied). Additional non-serious events were reported. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.